Event description:
During a surgical procedure while using the elite cold knife straight blade, the blade broke off in the pt. The surgeon was able to retrieve the blade without harming the pt.

Manufacturer narrative:
Performance report, no device is being returned; therefore we cannot determine the failure mode of the reported incident. We will monitor the complaint database for further occurrences. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.